Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "at hourly check at 6 am the nurse noticed there was bleeding back at the break in the port tubing. Break occurred at the end of the soft tubing were it meets the hard plastic. No drug in line, it was infusing d51/2ns at 50ml.hr. This line was heparin locked"